Event description:
Customer had problems with multiple assays during a period of one day. She provided discrepant results for 7 patients, all samples were repeated on another unspecified analyzer: patient 1, initial magnesium result <0.0 (accompanied by a reference range flag), repeat 2.2 mg/dl. Patient 2, initial magnesium result <0.0 (accompanied by a reference range flag), repeat 2.5 mg/dl. Patient 3, initial magnesium result <0.0 (accompanied by a reference range flag), repeat 2.2 mg/dl. Patient 4, initial glucose result 3 (accompanied by a reference range flag), repeat 102 mg/dl. Patient 5, initial magnesium result <0.0 (accompanied by a reference range flag), repeat 2.0 mg/dl. Patient 6, initial magnesium result <0.0 (accompanied by a reference range flag), repeat 2.0 mg/dl; initial phosphorus result <0.0 (accompanied by a reference range flag), repeat 6.9 mg/dl; initial total bilirubin result 0.3, repeat 11.9 mg/dl. Patient 7, initial magnesium result 0.4 (accompanied by a reference range flag), repeat 2.2 mg/dl. Erroneous results were not reported. Reagent lot #s: total bilirubin-158302 phosphorus-616734 glucose-614319 magnesium-614682 customer replaced 2 probes and performed maintenance which resolved the issue. Qc was performed without error.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.